Event description:
Customer reported to beckman coulter, inc. (Bec) that a kit of synchron systems drug calibrator 2 that he believed he received two to three months ago had leaked in the shipping box during shipment of the kit. Customer indicated that he had already thrown away the kit and thus did not have the lot number. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Synchron systems drug calibrator 2 contains material of human origin and should be considered potentially infectious. (B)(4).